Event description:
It was reported that during a da vinci si surgical procedure, the surgical staff alleged that the maryland bipolar forceps instrument was only working from time to time. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation results could not confirm the alleged complaint that the instrument would only work from time to time. The instrument was checked on the dallas chip programmer (dcp). The dcp successfully recognized instrument. Also, the instrument was placed on a system and driven. Recognition and engagement of the instrument passed. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The pogo pins did not stick and were not contaminated. Engineering evaluation also found deep scratches on the instrument's main tube, with potential fragment missing. Both scratches were approximately .25. Engineering evaluation concluded that the scratches were likely due to mishandling. Electrical continuity testing of the instrument passed. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however the reported main tube scratch issues if to recur could cause or contribute to an adverse event.